Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device on their abdomen. The patient reports the pod had failed to adhere and had fallen off causing the cannula to become dislodged from the pod infusion site. The patient had been taken to their doctor where they were prescribed penicillin.